Manufacturer narrative:
Sections with additional information as of 7-jan-2021: h10: products were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-30: user applied blood to strip before inserting strip into meter.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved. Unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error messages (e-3) accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of excessive thirst, frequent urination, and blurry vision. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. The product is stored according to specification in the living room. During the call a blood test was performed by the customer and produced test results of 525mg/dl fasting. Using meter. The test strip lot manufacturer¿s expiration date is 02/28/2022 and open vial date is (B)(6) 2020. The meter memory was not reviewed for previous test result history.